Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had high impedances on contacts 0, 1 and 2 on the left side stn. The patient said they fell on (B)(6) 2019 and hit their head. The patient had scheduled an appointment on (B)(6) 2019 where it was discovered that their impedances were high, and they were not prior to the fall. The patient was programmed on contact 3 that had normal impedances and an exploratory surgery had been scheduled for (B)(6) 2019. The issue was not resolved at that time. It was reiterated that they would surgically check the extension impedances independent of the lead wire to determine the cause of the open circuit. The rep had called in on the day of the surgery and stated the same information where a patient had a fall and was getting an exploratory surgery to try to resolve the issue. There were no further complications reported.

Manufacturer narrative:
Continuation of concomitant products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type:extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating both extension wires were replaced on (B)(6) 2019. The cause of the fall was reported to be unknown. The high impedances had been resolved.